Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the connector cap came apart from the reservoir. Customer reported having a blood glucose level of 350 mg/dl, and bolusing, but her blood glucose level rose to 600 mg/dl. The customer was advised that the reservoir and infusion set would be replaced but did not have the products to return for analysis.